Event description:
It was reported that, "pt had revision surgery. She was told recently from a surgeon that she has had bone grafts and should have been put on crutches after the procedure but was not. She is afraid that she is losing more and more bone with each revision and concerned that her latest hip, which is a month old, may fail again."

Manufacturer narrative:
Additional info has been requested and if it becomes available, then it will be submitted in a supplemental report.